Event description:
The PICC was placed in 2005. The next day the hub broke off and the PICC migrated. The nurse indicated that he heard and felt a snap when attaching the hub. The line was retrieved without incident. The complainant indicated that this was a very bloody procedure and that possibly the blood did not allow the hub to connect properly. Only the hub was retrieved for evaluation.